Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly there was tissue trauma. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.